Event description:
While attempting to shock a patient ( age & gender unknown) the device shut down on battery power. Complainant was able to power up the device again to treat the patient but device subsequently shut down again. Complainant was able to successfully duplicate the alleged malfunction in their biomed shop. Device functioned as expected with known good battery and with power. There was no adverse effect to the patient.